Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This report is conservatively filed as septal tissue was observed on the mitraclip (cds0502 80817u122) during use. It was reported that on (B)(6) 2018, the patient presented with ischemic functional mitral regurgitation (mr) grade 4+, and leaflet tethering. The first mitraclip (cds0502 80817u122) was not implanted due to septal tissue on the clip. There was no device malfunction reported. Another mitraclip (cds0502 80810u133) was implanted without a device issue, reducing the mr to grade 2+. On (B)(6) 2018, a follow-up echocardiogram was performed and the mr was graded 3+. Per physician, the increase in mr was not an adverse event and there was no device issue. On (B)(6) 2019, the patient was hospitalized for a worsening of their pre-existing heart failure. Medications were provided. During this hospitalization, the patient expired due to heart failure, on (B)(6) 2019. Per physician, the events were unrelated to the mitraclip device and unrelated to the mitraclip procedure. There was no device malfunction and no device related tissue injury reported. No additional information was provided regarding this issue.

Manufacturer narrative:
It was discovered this event is a duplicate event of medwatch # 2024168-2018-09158, which was previously reported. All information is conserved in medwatch # 2024168-2018-09158.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained:it was discovered this event is a duplicate event of medwatch # 2024168-2018-09158, which was previously reported. All information is conserved in medwatch # 2024168-2018-09158.

Event description:
Subsequent to the initial medwatch report, the additional information was received: the steerable guide catheter (sgc0302 80723u124) was placed without any unusual resistance. It was possible that septal tissue possibly attached to the sgc. Mitraclip, cds0502 80817u122, advanced to the left atrium, without any unusual resistance, when septal tissue on the clip was observed. Reportedly, it is unknown if the clip, cds0502 80817u122, or the sgc damaged the tissue. On (B)(6) 2018, the increase in mitral regurgitation was reportedly due to disease progression. The implanted clip (cds0502 80810u133) remained stable and well seated without tissue injury.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of tissue damage, as listed in the mitraclip system instructions for is a known possible complication associated with mitraclip procedures. All available information was investigated and a cause for the reported tissue damage could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The steerable guide catheter mentioned in b5 is being filed under a separate medwatch report.